Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
The customer reported that the ventilator alarmed and shut down. The customer reported it is unknown if the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per biomedical engineer, the unit was not in use on patient.